Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the graphical user interface (gui) to breath delivery (db) cable be replaced.

Event description:
It was reported that the ventilator had a blank screen. There was no patient connected to the ventilator.